Manufacturer narrative:
B1 revised to reflect both adverse event and product problem based on the additional information received from the clinical site. B2 revised to reflect the additional information received from the clinical site. B5 revised to reflect the additional information received from the clinical site. D6b explant date added h1 type of reportable event revised to reflect serious injury based on the additional information received from the clinical site. H6 revised to reflect the additional information received from the clinical site. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ g2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26350.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella device used: ¿(B)(6)2025: hemolytic indices elevated today with pfh 160 (<30) and ldh 351 (293), not on diuretics (hemolysis) (B)(6)2025: hemolytic indices elevated today with pfh 60 (<30) and ldh 310 (233); of note, pt has been receiving lasix 40mg IV bid; remains on p4 (hemolysis) (B)(6)2025: 2d echo with impella in good position (B)(6)2025: pfh 50; hold diuretics (hemolysis) (B)(6)2025: pfh 50; give 500ml ivf (hemolysis) (B)(6)2025 bp low this am, map: 66-76, milrinone 0.375, bival, pfh: 40, ldh: 226, +5515 ml in last 24 hrs., wt. 79.3 kg (B)(6)2025 ldh 192 (B)(6)2025 oht¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the pump could not flow above p 4. The pump appeared to be in proximity to septal wall. Neither the low pump or positioning issues were resolved. There was no patient harm and the the patient remains on support.